Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227. Device remains implanted.

Event description:
It was reported that the screw fractured inside the implant and was unable to be removed. Tooth location 11.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of screw stuck in implant was not confirmed. Since products have not been returned, visual/functional evaluation could not be performed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. In this event of the screw being damaged within the implant, and the implant is unable perform as intended, it is not likely that the implant itself has caused or contributed to the event. Therefore this device no longer meets reportability requirements. No further medwatch report will be submitted for this device. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.